Manufacturer narrative:
Patient ID and weight are not available for reporting. Date of event is unknown. This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. According to the reporter, it is unknown which two of the three following screw part numbers are broken; 04.005.534, 04.005.530, 04.005.548. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant parts is unknown. This report is for one (1) unknown locking screw. PMA/510(k) number is not available. According to the reporter, it is unknown which two of the three following screw part numbers are broken; 04.005.534, 04.005.530, 04.005.548. Patient code (B)(4) used to capture x-ray taken and additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an intramedullary (im) nailing of femur for grade two open femur fracture on (B)(6) 2015. Subsequently, it was discovered that there was a nonunion of the femur and two distal locking screws were broken. A hardware removal and revision was performed on (B)(6) 2016. Removed hardware included: one intact femoral nail and three locking screws, two of which were broken. Any broken screw fragments were easily retrieved with nothing left behind in the patient. The patient was revised with a new nail, one proximal locking screw and two distal locking screws. The procedure was completed successfully with no delay. The patient status was stable. Concomitant devices reported: femoral nail (part# 04.013.664s, lot#7755706, quantity 1). Locking screw (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.